Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release. Based on the information available, it is not possible to draw a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified with the perceval valve involved in the event. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors (i.e., dialysis) and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Should any further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed the post operative thrombocytopenia event. Based on the information received, pvs23 was implanted in the patient on (B)(6) 2022. Preoperative platelet count was normal and there was no problem with the device functionality prior to this event. Reportedly, the platelet count on (B)(6) 2023 was increase from 9,000/l to 20,000/l due to transfusion. On (B)(6) 2023, platelet count went from 9,000/l to 47,000/l due to transfusion but then decreased to 17,000/l. On (B)(6) 2023, platelet count was 20,000/l. On (B)(6) 2023, platelet count was standing at 21,000, and it was standing at10,000/l on (B)(6) 2023. Reportedly, patient was a dialysis patient and was tested negative for hit. Based on the information received, the outcome is okay now.